Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Customer stated that the blood glucose was 570 mg/dl at the time of incident. Customer did not experienced any symptoms related to high blood glucose. It was unknown if the customer had been using insulin pump within 48 hours of high blood glucose event. It was unknown if customer stated that auto mode feature was active. Customer stated that troubleshooting declined for high blood glucose. Customer reported that the insulin pump will not be returned for analysis.